Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead was returned for analysis in four segments. External insulation abrasion breaching the optim sheath was noted at 16.3-16.5 cm from the connector pin consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.